Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) bottom display was blank. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the video communication flex cable as a preventative measure due to lower liquid crystal display (lcd) erratic display. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).